Event description:
It was reported that during a veptr expansion procedure the tip of the temporary distraction peg broke off. All pieces were retrieved from the pt. The pt was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was discarded by the user facility. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the sample was not received.